Event description:
It was reported by the customer that a pyxis anesthesia es system had a station stuck on bluescreen. The customer reported that the issue persisted even after rebooting. There was a couple of hour delay in getting medication needed for a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to credential manager application issues. A technical support specialist installed remote support service agent 4.12 manually and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.